Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Hospital biomed log review with ge tech support found no errors, malfunctions, or evidence of ventilation interruption.

Event description:
The hospital reported an error during a case resulting in loss of mechanical ventilation. The patient was switched to another ventilator and case resumed.